Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had exposed the pump to pool water. Customer's blood glucose was 109 mg/dl at the time of the incident. The customer forgot to remove the pump before going into the pool. Customer had a failed battery alarm and weak battery alarm. Customer was not able to complete the self test because the buttons were not responding. Customer stated that the pump has a crack near the battery compartment where the battery cap threads into the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.